Event description:
Procedure type: sigmoidectomy. According to the reporter: when the surgeon applied the instrument, the tissue was cut, donuts were normal, but when removing the instrument, there were no staples observed on the anastomosis. The anastomosis was completed with sutures. After the surgery the handle was actuated and the staples were seen coming out of the device. Surgery time was extended by more than thirty minutes as a result. No patient injury was reported. T he patient is in well current condition.